Event description:
Months after having the prolene mesh implanted into my abdomen-due to a hernia- I began having the following symptoms: nausea, abdominal pain, gas, indigestion and bloating, irritable bowels, intestinal bleeding, and a fistulae on my rear area. I take zantac -150 mg- daily to aid with the indigestion, bloating and gas. None of these problems were present before this prolene mesh was placed in my abdomen. After speaking with my dr this surgery was a last resort. I have been searching for the right avenue to file my complaint. In march of this year, I visited my primary care physician and discussed the problems I was having. It was recommended that I have surgery to remove the fistulae. It is unknown if the fistulae will recur. I was given the name of a surgeon to follow up with regarding removal of the fistulae. These symptoms are getting progressively worse. The purpose of this communication is to coniform the FDA of the physical problems I am having due to this medical device. The product is the prolene mesh implanted in 2007 during surgery for abdominal hernia.